Manufacturer narrative:
This is a report of a use error in which the connections were not tightened resulting in a loose connection and alarm situation. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell five of seven. The patient was connected at the time of the alarm. Patient disconnected and ended therapy early. The nurse was asked to check lines and bags and she found that two of the supply bags were not fully tightened onto line/set and that air was in the lines from these bags. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.